Manufacturer narrative:
The zealand ae assessor spoke with the v-go 20 user. Prior to vgo the patient was on novolog sliding scale and tresiba 22 units at bedtime. Patient current v-go 20 dose is 2 clicks before each meal. Patient states she does change the device every 24 hours. Patient had problems with elevated bg levels on her dexcom ranging from 100 to 577. Patient stated she felt nausea, dizziness, weakness, thirsty and tired. To treat her elevated sugars patient gave herself 20 units of novolog sq and her bg came down to 122. Patient stated that she was having problems with her dexcom and has since received assistance from them. Patient has seen her hcp and has gotten everything straightened out and states, everything is just fine now. Patient checks the insulin window sometimes. Patient denies being in dka and patient stated that she doesn't know if she is type 1 or type 2. Patient denies any illness or increase in stress. Patient goes to pt two times a week. Patient denies diet changes. Patient does not take any additional diabetic medications. The patient stated she might have misunderstood how to use both the v-go and her dexcom. Patient states she understands it now and sugars are in control. The dexcom may have been giving inaccurate readings. The patient admits to not really understanding both devices. Device contribution cannot be excluded.

Event description:
The patient reported has been experiencing hyperglycemia since she started using v-go on 4/6. The patient stated recently started using dexcom. The patient provided the following times and bg readings: 1:21pm - 314, 9:46am - 100, 7:50pm - 550, 376, 577, 6:08am - 426, 321 - 4:15pm, 12:01pm - 472, 3:11pm - 449. The patient reported when experiencing hyperglycemia, patient feels symptoms such as nausea, dizziness and weakness.the patient gave herself an insulin injection while wearing the v-go and her bg is currently 122.